Manufacturer narrative:
This case, with patient identifier (B)(6) is related to cases with patient identifiers: (B)(6). The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the self-adhesive of the headset did not adhere to the skin well enough. No adverse event was reported. The infusion set was requested to be returned for product evaluation.